Event description:
A customer called stating that when customer used excel off brand reagent strips, customer glucometer elite system read considerably lower when compared to a competitive method. The example that was given was the elite giving a result of 202 mg/dl while the competitive system gave a result of 400 mg/dl. The testing was done consecutively and from different blood specimens. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent with this system. Replacement product was provided to the customer with instructions to contact bayer at the company's 24/7 customer service line if there were any additional problems or concerns. The complaint is considered closed for purposes of MDR.